Manufacturer narrative:
A plate and ten (10) screws were returned for evaluation. The returned products were visually inspected. To confirm fracture pattern holding the plate with the laser markings in the correct readable orientation, the 4th locking hole was fractured. Under close inspection visually under magnification the fracture surfaces were smooth, reflective, with some gritty/grainy characteristics which is indicative of a brittle fracture caused by a high energy loading event. 2 blue anodized screw lengths were both fractured with gritty and grainy markings which confirms a high energy event occurred to cause the failure. A broken screw head denoting batch 515675 (col-3240) was also returned, but cannot be matched up with it's corresponding broken screw shaft. Shaft 1 was returned measuring approximately .93in/23.62mm of material. Shaft 2 was returned measuring approximately .828in/21.03mm of material. All of the remaining screws were intact. All screws showed signs of usage with missing anodization and minor damage during insertion or removal. The root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Manufacturing and inspection records were reviewed and no anomalies were noted. Although it was reported the device is available for evaluation, the device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
Report 1 of 11. It was reported a broken wrist fusion plate broke post-operatively (event date unknown) and was revised. It was also reported the reason was "a dog". The original implants (plates and screws) were explanted. No additional information is available despite follow up attempts.